Event description:
Thrombus was very difficult to cross with a guidewire suggesting a hard impacted clot. The clot extended from below the ophthalmic artery to the m1 segment of the middle cerebral artery. The first retriever x6 was not successful at retrieving clot. The device did not fracture but it was distorted. A second retriever x6 (retriever #2) was used. After crossing the clot it was torqued (turned) five turns counter-clockwise. It stretched and he released the tension. Md then applied five turns clockwise. The device and he released the tension. He repeated the clockwise torque/release cycle 4 or 5 times (a total of 20 to 25 rotations) then pulled. The device fractured and was stuck in the clot at the mca/ica turn. He tried to retrieve the fractured helix with a third x6 retriever (retriever #3). It engaged the failed retriever very well and he repeated numerous cycles of applying tension and relaxing but the failed retriever did not move. The device eventually stretched but it was removed from the patient intact. A fourth retriever (a retriever x5) was also used to attempt to retrieve the failed retriever but with no success. He next moved onto a 2mm snare and was able to remove the fractured retriever. Per physician, the patient condition was not made worse by device fracture.